Event description:
It was reported that during a total knee procedure, a tasp fractured. There was no reported patient harm or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional examinations of the returned product found it to exhibit signs of repeated use and the medial side of the post condyle feature has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.